Manufacturer narrative:
The device remains in the patient; therefore, will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: date estimatedna.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation . It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. Two clips were successfully implanted, reducing mr to an unknown grade. On (B)(6) 2021, the patient returned to the hospital with recurrent mr. The physician felt as though a hole on the leaflets was present, resulting in the recurrent mr. Therefore, an amplatzer closer device was successfully implanted on the leaflets, successfully decreasing mr to an unknown grade. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the reported unspecified tissue injury resulting in mitral regurgitation (mr) cannot be determined. However, unspecified tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.